Event description:
(B)(6), 2011: customer reports via phone that 2 syringes have failed in the illumena injector during an unk procedure. The first was 15 ml/sec for a volume of 20ml, psi was set to 800. The second was 15ml/sec for a total volume of 30ml, psi was set at 750. No reported pt injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.